Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. Additionally, the complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent bilateral lens implants and is currently experiencing unexpected post op refraction and visual disturbance with glaucoma. The symptoms have been noted to be interfering with the activities of daily life for the patient. It was reported that the doctor is thinking of replacing both of these multifocal lenses with monofocal lenses. The doctor referred the patient to a specialist for consultation and assistance. No further information was provided. This report represents the lens implant in the patient's right eye. A separate report will be filed for the lens implanted in the patient's left eye.